Event description:
Caller reported a malfunction on the pump, identified by a specific code. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if the issue reappears and was able to continue using the pump without further issues.